Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the thoracic surgery, during the resection procedure, the nylon part of bag was torn while opening and was seen after opening of the mouth of 15 mm bag to remove the specimen. The second bag was opened to solve the problem. There was no patient injury.